Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient has been to the hospital, however, it was unknown if the patient was admitted for the event. Treatment for the event was reported as bags have antibiotics&#56224;the patient outcome and action taken with pd therapy were unknown. No additional information is available.